Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 184 mg/dl at the time of the incident. Customer state that drive support cap was loose. The insulin pump will be returned for analysis.